Event description:
Customer reported issues with his bolus wizard. The customer also reported no delivery alarms. Customer's blood glucose was 250 mg/dl. The customer was unable to troubleshoot at the time of the call. He also did not want to return the infusion set and reservoir for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).